Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15g99, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via the manufacturer representative reported a lack of improvement. After reprogramming attempt by activating each program at maximum amplitude, the patient was feeling no stimulation. The impedance was measured, and all readings displayed ¿normal¿ range. The patient indicated no falls or any incident that could have contributed to the issue. The patient saw the physician, and the physician planned to schedule an exploratory revision of the lead. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.